Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The field service engineer (fse) inspected the system onsite and confirm the malfunction related to reported problem. A review of the system logfiles cannot confirm the malfunction. Upon troubleshooting actions, fse identified the issue with the wall box configuration. Fse reconfigured the wall box, checked all cables, and performed a functional test. After repairs, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's monitor was not displaying. There was no reported patient or user harm. Philips has started an investigation of this complaint.